Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported the hospitalization due to high blood glucose. The blood glucose reading is 113 mg/dl. Customer had a bent cannula. The blood glucose reading at the time of the event was 558 mg/dl. Customer had ketones in urine and vomiting. Diagnosed diabetes ketoacidosis. Nothing further reported.